Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. No discrepancies were observed during a 1 week duration test, several reboots and user tests. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device had a white display at start-up. A white display is indicative of a device lock-up. There was no patient use associated with the reported event.